Event description:
Complaint received indicated that the head section would not go up. No injuries alleged.

Manufacturer narrative:
Technician found bed in biomed shop. Head section would not go up electrically. Replaced valve assembly on head up to resolve this issue.